Event description:
It was reported that during a ptca procedure involving a calcified and 99% stenotic lesion in the distal left circumflex, the viva balloon ruptured at 9 atms on the second inflation. (The initial inflation was to 6 atms for 30 seconds.) The types and sizes of introducer sheath, guide wire, guide catheter and inflation device used in this case are unk. The procedure was successfully completed with another catheter. No pt injuries or complications were reported.